Manufacturer narrative:
(B)(6). Patient country: united arab emirates

Event description:
Unomedical reference number (B)(4). Event occurred in united arab emirates. On (B)(6) 2024, patient complained about bent cannula resulting into leakage at site. Patient blood glucose at the time of issue was 315 mg/dl which was treated by manual injection/ insulin pen. The infusion set was in use for few hours.